Event description:
The account alleged when brakes are set, the pedal will stay in brake position but brake caster wheels will roll and there is a grinding. No pt impact.

Manufacturer narrative:
Technician recommended replacing the brake casters. No further info is available on the repair of the bed at this time.